Manufacturer narrative:
G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the programmer would not communicate with the implant with or without the antenna. The patient was not sure if the implant had battery. The contributing factors were noted as normal wear and tear. The patient continued to try and communicate with the implant, but it would not. The programmer was replaced. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the implant was not working at all. It was working up to 2 weeks ago. The patient has tried a new programmer and the recharger will not connect either. She has been contacting the healthcare provider (hcp) to have the implant removed as she would like to have an MRI and was never given a date from removal. Regarding contributing factors, no falls were reported, and the patient has had this device since 2018 and it was working up to 2 weeks ago. A call to the hcp has been made several times "for patient elective removal". New equipment was sent and the implant will not connect to programmer or recharger. The patient has been referred to the hcp to coordinate and have the implant checked. The patient stresses that the hcp is not in good standing with her. The issue was not resolved at the time of the report. The report would be forwarded to the local rep for review and to be shared with the hcp's office. It was noted that surgical intervention did not occur, but it was planned and unknown if it was scheduled. The patient was alive with no injury at the time of the report.

Event description:
Additional information received. It was stated that the cause of the ins not connecting was that the ins was completely depleted and will need to be replaced, however, the patient has decided to get the system removed in order to be MRI compatible. The neuro clinic in (B)(6) is aware of the issue. They have discussed with the patient and the patient is proceeding with the removal of the full system. It has not been scheduled yet, waiting on or availability. Information confirmed with physician /account.

Manufacturer narrative:
G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they followed up with the account. The patient has not been booked for a removal yet. There was some medical issues that need to be worked out and will be some time before patient gets booked. The patient remains in possession of the devices. The rep will not be invited to the removal, but will try to instruct the account and the patient to return them as soon as possible.